Event description:
The customer reported the ventilator alarmed when being setup for use due to a depleted backup battery in use on the unit. The hospital biomedical engineer reported the device diagnostic log indicated the unit had been operating on battery power and the battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. There was also a code in the diagnostic log indicating a 24/+-12v/power fail occurrence. The biomedical engineer reported the ac power cord strain relief was loose and the ventilator had likely been previously operating on the backup battery while plugged into ac power. The biomedical engineer reported the power cord strain relief was secured and the backup battery was replaced to resolve the reported problem. The biomedical engineer completed performance verification testing and the unit was returned to service. Upon loss of ac power the ventilator will switch over to backup battery power to continue operation. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from battery power should be discontinued.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.